Event description:
It was reported that the ventilator generated technical error code indicating communication failure between the monitoring and the breathing subsystems. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board (pcb) was replaced. After replacement, the ventilator passed all functional, safety and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The received logs confirmed the reported technical error code indicating communication failure between the monitoring and the breathing subsystems on 2022-10-31. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. Since the replaced pcb was disposed by the customer and not returned for investigation, the root cause could not be determined.